Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To manage the occlusions, the customer switched to multiple daily injections (mdi) for boluses, planned to change the infusion set and cartridge, and then resume insulin use.